Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break in the neck region at the tip. The conductor coil is stretched in this area. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was also given intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.